Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of below 20 mg/dl at the time of the incident. The customer was at 159 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer will call back. The customer was having lost sensor issues and did not get an alert that they were going low. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.